Manufacturer narrative:
Device evaluated by MFR: a few of the returned screws had minor scratches and deformation of the threads and screw hex/hexalobe recesses, likely due to removal in the revision surgery. Additional mdrs associated with this event: 3025141-2019-00243: plate, 3025141-2019-00244: screw 1, 3025141-2019-00245: screw 2, 3025141-2019-00246: screw 3, 3025141-2019-00247: screw 4, 3025141-2019-00248: screw 5, 3025141-2019-00249: screw 6, 3025141-2019-00250: screw 7, 3025141-2019-00251: screw 8, 3025141-2019-00252: screw 9, 3025141-2019-00254: screw 11, 3025141-2019-00255: screw 12.

Event description:
An olecranon plate and a radial head replacement system were implanted in the patient on (B)(6) 2019. At some point post op, the olecranon plate broke. The broken plate and screws were removed on (B)(6) 2019 and were replaced by a longer plate with a bone graft. A 1/3 tubular plate was also used to buttress the fracture site.